Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2018-07271. It was reported the patient experienced the l3 lead eroded through the skin. As a result the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue. Effective stimulation was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.